Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the damage on the ring of the reservoir compartment and that there was a crack on the screen of the reservoir compartment and unable to lock the reservoir the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump not be returned for analysis.